Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a coronary intervention, x-ray imaging was lost. The system displayed the error message "x-ray not available". The patient with an applied coronary wire was transferred to another catheter laboratory within the clinic. The patient experienced a transient myocardial ischemia. The procedure was completed without a permanent patient injury.

Manufacturer narrative:
It was reported that during a coronary intervention, x-ray imaging was lost due to an x-ray tube failure. During the loss of imaging, the patient experienced a transient myocardial ischemia. The patient, with a deployed coronary wire, was transferred to another catheter laboratory. The procedure was completed on another system without any permanent patient injury. Ge healthcare engineering performed an analysis of the defective x-ray tube confirming that the tube failed due to an open large filament. The x-ray tube was 49 months old at the time of the failure. The x-ray tube life time specification is 36 months on average. X-ray tube large filament ageing involves filament vaporization, wearing, and ultimately cutting, which in general occurs quickly and is difficult to predict for proactive x-ray tube replacement. A ge healthcare field engineer replaced the x-ray tube on (B)(6) 2016 and confirmed through testing that the system was fully functional. Based on this analysis, no further action is required.